Manufacturer narrative:
(B)(4). Manufacturing site evaluation: the hook of the received extractor is broken off. Broken piece also returned for evaluation. Investigation was done visually, using the digital microscope (B)(4). Hardness: hardness measurement - target: 42-47 hrc / actual: 450 hv ^/= 45 hrc. Ident no. Of used hv hardness tester: 30077. The material hardness is according to specification and the instrument appears to have been used multiple times; the breakage is due to mechanical overload. A manufacturing or material defect has been excluded. No corrective / preventive action(s) are required.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). The end of the hook is broken during use. The appearance of the instrument before use was normal, the doctor has recovered the piece after spotting through the image intensifier.